Event description:
Left shoulder surgery on the (B)(6) 2013. Acromial stress fracture on (B)(6) 2013.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.